Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, additive abnormality was seen in 34 tubes resulting in sample recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received 66 samples and 4 photos for investigation. Out of these, 30 samples were selected for a visual inspection, all of which failed due to the reported defect. The analysis of the 4 photos also showed evidence of additive rundown. Additionally, 30 retained samples underwent a similar visual inspection, and none of these samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: additive abnormality based on customer sample and photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, additive abnormality was seen in 34 tubes resulting in sample recollection. No adverse impact was reported regarding the patient or user.